Event description:
The customer reported that the device is showing error message, "ECG equipment malfunction." The user performed the op check, and the test passed, error message gone. However red x indicator still remains. There was no pt impact reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.